Manufacturer narrative:
(B) (4). (B) (4). Set has been received. Investigation is pending. Follow-up report will be filed with any pertinent information.

Event description:
Customer reported set leaked near the area where a syringe would connect to the female luer, and has a bulge in the tubing. Specific date of event unknown. Additional patient and event details requested, but are not available.